Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. Correction information provided in d.1., d.2., and d.4. All product and batch history records are quality reviewed prior to product release. No on-site visit by a field service engineer (fse) was identified in relation to the reported issue. Logfiles have been requested but have not arrived. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. No part is expected to be returned to manufacturer for evaluation. The root cause of the reported event could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had experienced diffuse lamellar keratitis on the first postoperative day in unknown eye after refractive surgery. The procedure was completed by using a microkeratome on the same day. Additional information has been requested. There are multiple related reports for this facility. This report addresses the patient initial unk, unknown eye and other manufacturer reports will be filed.